Event description:
It was reported that the battery burst inside the battery compartment; subsequently, the pump became hot against her skin. A slight red mark was noted on her abdomen and she reported that it did not require bandage or medical attention.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.